Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was observed to be at the top (header) of the dialyzer. The machine, a 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Upon further follow up with the reporter, the lot number was clarified to be 17pu03002; therefore, the lot number, manufacture date, and lot expiration date have been updated to reflect the additional information.

Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected from a fiber as a steady flow of bubbles were observed to emanate from the non-cavity ID end potting cut surface at approximately 80 degrees with the dialysate ports at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. Upon extraction of the fiber bundle, the specific leaking fiber could not be isolated. During the fiber evaluation process multiple fibers detached from the potting on the inferior surface masking the potential leaking fiber(s). Further examination of the fiber bundle did not identify any damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.